Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned trek rx dilatation catheter noted blood and contrast visible in the hub, the inflation lumen and the loosely-folded balloon, which is consistent with the reported use of the device and a leak or balloon rupture. A new indeflator was used in an attempt to pressurize the catheter when fluid leaked from a pinhole in the balloon located 5 mm proximal to the distal marker, confirming the reported rupture. Scanning electron microscopy (sem) analysis determined that balloon failure may have been attributed to mechanical damage on the outer surface of the balloon. The leak was located on the balloon surface at the edge of a fold with mechanical damage noted at, adjacent and distal to the leak. In this case, since there was no report of any leaks noted during preparation for use and the catheter was initially pressurized twice without incident, this indicates that the balloon was not damaged prior to the procedure. Additionally, the lesion was characterized as mildly tortuous, moderately calcified and 75% stenosed, which likely contributed to the reported difficulty. The balloon material likely became damaged (scratched) as resistance was encountered during attempted advancement, such that the balloon ruptured upon inflation attempt. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, a previously implanted stent, patient anatomy, lesion calcification and tortuosity, or insufficient preparation prior to use. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. A query of the complaint-handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency. Based on the information received with this complaint, the analysis of the returned product and the results of the sem analysis, the reported balloon rupture appears to be related to circumstances of the procedure and not a product quality deficiency. All dilatation catheters are visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rated burst pressure and balloon integrity.

Manufacturer narrative:
(B)(4). Difficulty crossing the lesion/physical resistance can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the catheter, interactions with other devices or accessory device support, and is not generally associated with a product quality deficiency. Based on the information received with this complaint and the analysis of the returned product, the reported difficulty crossing/physical resistance appears to be related to circumstances of the procedure and not a product quality deficiency.

Event description:
It was reported that during a procedure of the moderately calcified, mildly tortuous, 75% stenosed, concentric, de novo right coronary artery lesion, vessel diameter 2.5 mm, lesion length 20 mm, predilatation was performed with the 2.5 x 12 mm trek but during the third inflation at 14 atmosphere (atm) the balloon ruptured. There was no reported adverse patient effect. A second trek balloon was used to complete the procedure. There was no patient effect. No additional information was provided.